Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, there was a lot of resistance advancing the proglide into the vessel until it could not be advanced any further to get blood flow from the marker lumen. The proglide was then being removed; however there was resistance trying to remove it and it felt like it "got stuck". When the device was removed, it was noted that the distal and proximal guide had separated but were held together by the actuator wire. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: removed device code 1562.

Manufacturer narrative:
The device was returned for analysis, the reported guide break was confirmed, the reported difficulties to insert/advance and to remove could not be replicated in a testing environment as it was based on operational circumstances. In this case it most likely that the device interacted with the patient anatomy during the device insertion/advancement which caused the reported resistance, the force exerted in advancing the device subsequently caused the guide break, and during the device retraction the separated guide was being held on by the actuator wire, which caused the actuator wire to pull the foot out as observed in the returned device and subsequently caused the reported difficulty to remove the device. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.